Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Reported via (B)(6) conference. Same case as MDR ID: 2134265-2017-07390. It was reported that a rotawire fracture occurred and patient went to surgery. The target lesion was located in the severely tortuous and severely calcified right coronary artery(rca). A 1.50mm rotalink¿ plus and a 325cm rotawire were selected for use. During the procedure, it was noted that the wire became detached in the lesion. Surgical procedure was performed to remove the wire as it couldn't be retrieved by snaring. There were no further patient complications reported and the patient¿s condition was stable.